Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified creases, white particles, calcification-like in device outer surface, and deformation. Cloudiness in the gel after autoclave disinfection process was observed. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side device rupture. Device has explanted.